Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her sensor glucose reading was 331 mg/dl but her blood glucose is 107 mg/dl. Customer confirmed that the sensors were expired. Customer was offered to troubleshoot without guaranteeing sensor functionality since they are expired. Customer declined to troubleshoot. Customer stated that she was not aware that the sensors had an expiration date. Nothing further reported.